Event description:
Medtronic received a report that the patient had multiple aneurysms of the ophthalmic artery segment of the internal carotid artery. The 6f long sheath (cook), intracranial support catheter rfx058-125-08mp were used as extreme support. The marksman catheter was placed into the middle cerebral artery, and the blood flow directing dense mesh stent ped-450-30 was deployed through it. Repeatedly pushing and pulling the tip of the stent, it still could not be opened. The surgeon said that there was a quality problem with the stent, and asked to replace it with a ped-475-30 stent. When the stent was withdrawn from the body, the ped-450-30 stent was stuck and broken in the marksman catheter. A new marksman catheter was replaced and placed into the middle cerebral artery, and the blood flow directing dense mesh stent ped-475-30 was deployed through it, which was successfully deployed. The operator said that the marksman catheter and the ped-450-30 stent were reported as damaged together, and no fee was charged. The distal end of the pipeline failed to open. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery ophthalmic artery segment with a max diameter of 10mm and a 7mm neck diameter. The landing zone was 3.5mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with 8mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was partial deployment. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resistance was in the proximal end of the catheter. No pipeline pushwire damage was observed. A proximal kink was noted.

Manufacturer narrative:
Product analysis # (B)(4): as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coils. The pipeline flex with shield pusher was returned outside the marksman catheter. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were returned for analysis. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The braid, sleeves and tip coil could not be pushed forward or removed. For further examination, the catheter was cut to remove them from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. It was reported that ¿the pipeline had been resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. However, based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery. The pipeline flex was found to be damaged. From the damages seen on the pipeline flex braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.